Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptom.

Event description:
Clinic reported a patient who developed bilateral infection that appeared as fluctuate red sub-cutaneous nodules 60 days post miradry treatment. The affected areas were incised and drained. Culture taken and oral antibiotics were prescribed. Seven (7) days later, the symptoms significantly improved. A topical antibiotic was prescribed for 2 weeks.